Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported the patient programmer displayed an end-of-life message regarding their ipg. Therapy was lost and unsure if this is premature battery depletion. Surgical intervention may be pending to address the issue at a later date.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was replaced and stimulation restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.